Event description:
It was reported that the patient complained of periodic chest twitching and discomfort after the implant of the left ventricular (lv) lead. Each available pacing vector was tested and the lv output was set just above the loss of capture voltage; however, when the patient rolled on the side or leaned forward the same symptoms were present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead, (B)(6) 2009.